Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient called back stating that they were still having the issues with the boluses seeming to not be correct and the issue where they get stuck at 90% when connecting to the pump. The patient stated for example today they requested four boluses already and they only had ten per day but for some reason bolus remaining shows eight. The manufacturer's patient services specialist (pss) had the patient connect the handset with the pump and the patient did get stuck at 90% for several minutes. Once connected, the patient read their bolus parameters: lockout duration: one per hour; bolus restriction window: one per hour; boluses per day: ten per day. The patient checked pump date and time and verified they were accurate. The patient then accessed their technical reports and saw only two bolus requested and two bolus delivered for today. The patient stated they thought they requested at 5am and 6am but only seeing 7 am and 8am in the report. Pss reviewed best practice to always close apps and power handset off completely between use. The patient stated they would try that going forward.